Event description:
This case was initially received via regulatory authority ((B)(6), reference number: (B)(4)) on 23-oct-2018. This spontaneous case was reported by a consumer and describes the occurrence of uterine perforation ("right implant went out the horn and fitted in peritoneal area outside of right fallopian tube") in a (B)(6) year-old female patient who had essure (batch no. 916884) inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2012, the patient experienced pelvic pain ("intense pelvic pain"), adnexa uteri pain ("severe fallopian tubes and ovaries pain"), abdominal distension ("gastric problem - swelling"), fatigue ("chronic fatigue"), abdominal pain upper ("gastric problem - pain"), dyspepsia ("gastric problem - digestion"), diarrhoea, psoriasis ("psoriasis with joint pain"), arthralgia ("joint pain"), tendonitis, breast pain ("intense breast pain"), alopecia ("hair loss"), dizziness, presyncope ("vagal malaise"), hot flush ("hot flushes until vomiting") and vomiting. On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required). The patient was treated with surgery (hysterectomy, salpingectomy + uterine cervix in order to remove implant completely). Essure was removed on (B)(6) 2017. At the time of the report, the uterine perforation, pelvic pain, adnexa uteri pain, abdominal distension, fatigue, abdominal pain upper, dyspepsia, diarrhoea, psoriasis, breast pain, alopecia, dizziness, presyncope, hot flush and vomiting was resolving and the arthralgia and tendonitis had not resolved. The reporter provided no causality assessment for abdominal distension, abdominal pain upper, adnexa uteri pain, alopecia, arthralgia, breast pain, diarrhoea, dizziness, dyspepsia, fatigue, hot flush, pelvic pain, presyncope, psoriasis, tendonitis, uterine perforation and vomiting with essure. The reporter commented: actions undertaken in the healthcare facility for management of the patient: significant improvement of symptoms since removal except for joint pain and tendinitis. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be (B)(6). Further company follow-up with the regulatory authority is not possible. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available, it will be provided in a supplemental report.

Manufacturer narrative:
This case was initially received via regulatory authority (ansm, reference number: r1817939) on 23-oct-2018. The most recent information was received on 30-oct-2018. This spontaneous case was reported by a consumer and describes the occurrence of uterine perforation ("right implant went out the horn and fitted in peritonel area outside of right fallopian tube") in a 46-year-old female patient who had essure (batch no. 916884/ inv) inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2012, the patient experienced pelvic pain ("intense pelvic pain"), adnexa uteri pain ("severe fallopian tubes and ovaries pain"), abdominal distension ("gastric problem - swelling"), fatigue ("chronic fatigue"), abdominal pain upper ("gastric problem - pain"), dyspepsia ("gastric problem - digestion"), diarrhoea ("diarrhoea"), psoriasis ("psoriasis with joint pain"), arthralgia ("joint pain"), tendonitis ("tendinitis"), breast pain ("intense breast pain"), alopecia ("hair loss"), dizziness ("dizziness"), presyncope ("vagal malaise"), hot flush ("hot flushes until vomiting") and vomiting ("vomiting"). On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required). The patient was treated with surgery (hysterectomy, salpingectomy + uterine cervix in order to remove implant completely). Essure was removed on (B)(6) 2017. At the time of the report, the uterine perforation, pelvic pain, adnexa uteri pain, abdominal distension, fatigue, abdominal pain upper, dyspepsia, diarrhoea, psoriasis, breast pain, alopecia, dizziness, presyncope, hot flush and vomiting was resolving and the arthralgia and tendonitis had not resolved. The reporter provided no causality assessment for abdominal distension, abdominal pain upper, adnexa uteri pain, alopecia, arthralgia, breast pain, diarrhoea, dizziness, dyspepsia, fatigue, hot flush, pelvic pain, presyncope, psoriasis, tendonitis, uterine perforation and vomiting with essure. The reporter commented: actions undertaken in the healthcare facility for management of the patient: significant improvement of symptoms since removal except for joint pain and tendinitis. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 53 kgs. Quality-safety evaluation of ptc: unable to confirm complaint. Further company follow-up with the regulatory authority is not possible. Most recent follow-up information incorporated above includes: on 30-oct-2018: quality safety evaluation of ptc. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available, it will be provided in a supplemental report.